Event description:
Insert would not impact into the baseplate. It was left in situ but was not fully snapped in. Surgeon had to leave the implant in situ as there was no other insert available. Surgeon was using a large baseplate. There was no adverse consequence for the pt or delay in surgery or anesthesia time.